Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
User is a part of post approval study (pas) . Clinic was reached out to gather more details like blood glucose (bg), sensor glucose (sg) date and time of the incident to perform investigation. However, clinic team responded saying that they had deleted all the information from the database as they don't consider the incident to be an adverse event. No further actions were possible for this complaint. H3: device evaluated by manufacturer? No,other. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.